Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Baxter's review of the device event history determined the reported condition as a battery set alarm; which interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 5.06.00. Evaluation summary: the reported condition of a colleague infusion pump with a battery depleted set alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted batteries resulting from use/user error. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.